Event description:
It was reported that the patient experienced syncope while driving. The device records were reviewed and it was suspected that the right ventricular (rv) lead was fractured. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received that there was noise resulting in oversensing on the rv lead.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. The reported event of oversensing were confirmed. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil caused by friction to the device can on the distal portion of the lead. The cause of the reported event of oversensing was due to the exposure of the outer coil in the abrasion zone. The reported event of fracture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies or conductor fractures with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.